Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging form 50 - 426 (mg/dl). Reportedly customer consumed pizza prior to experiencing high bg and used insulin pens shortly before beginning pump therapy prior to experiencing low bgs. Customer suspended insulin delivery and ate carbs to treat low bg and administered a correction bolus to treat elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.